Manufacturer narrative:
The manufacturer previously reported a trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center a ventilator service required code was found related to a prox press railed. The service technician states that the sensor printed circuit assembly (pca) board that mounts the proximal pressure sensor was replaced. Additionally, the pollen filter was replaced. The original sensor pca was sent to the product investigation lab for further testing. Repair testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. On the previous report the (root parent) other relevant event information section was incorrectly filled out with not-reportable language. The field should have been left blank. The field has since been updated.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center a ventilator service required code was found related to a prox press railed. The service technician states that the sensor printed circuit assembly (pca) board that mounts the proximal pressure sensor was replaced. Additionally, the pollen filter was replaced. The original sensor pca was sent to the product investigation lab for further testing. Repair testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.